Manufacturer narrative:
The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The cable unit failure is considered to be by user handling. The instructions for use includes the following statements: regarding damage to the cable, when confirming the instruction manual at the product shipment, the following are described. It is judged that this may prevent the indication phenomenon. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. The camera could not be recognized due to a faulty cable unit. The evaluation also found the rear cover label was fading and the rear cover packing was peeling off. The event is under investigation. A supplemental report will be submitted upon completion of the investigation. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported the 4k autoclavable camera head was not recognized when connected to the otv-s400 processor prior to use. No image could be produced. No patient involvement or impact to patient care was reported for this event.